Event description:
It was reported to target/bsc that, "upon the procedure of tae, spinnaker got leakage problem at the location of 20 cm from the tip. Thus nbca (n-buty 1-2-cyanocrylate) was leaking from the shaft of the spinnaker catheter."